Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unreported date a few months ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A home patient experienced a damaged patient line luer connector. The damage was further described as the middle of the inside of the connector was smashed. The patient was not able to connect to it and the cassette was discarded. There was no patient injury or medical intervention associated with this event. No additional information is available.